Event description:
Pt had a 23 mm aortic on-x valve that was made at the table into a valved conduit. The pt suffered a stroke. Inr at event was 3.0. Echo showed a clean valve. No obvious source of embolus. CT shows infarct but nothing predisposing stroke. The pt came in with dizziness, disorientation, difficulty walking. Exams confirmed stroke. Bleeding was ruled out. The event was reversible ischemic neurologic deficit (rind). The prosthetic valve remains in place. Pt recovered well. No reoperation, valve still functioning well.

Manufacturer narrative:
Valve not available because it was not explanted. Echo showed a clean valve. No obvious source of embolus. CT shows infarct, but nothing predisposing stroke. No further info available or expected, thus not expecting to have a follow-up report.